Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the patient, the surgeon resected the tissue directly adjacent to the device jaws.

Manufacturer narrative:
(B)(4). One used ls1037 device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have been asked. When the device evaluation is complete a follow-up report will be submitted.